Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called on (B)(6) 2022 at approximately 0400 regarding a controller fault. The ventricle assist device (vad) coordinator walked the patient through the controller exchange and the patient was switched to their backup controller without issue. The patient made plans to come into the clinic on (B)(6) 2022 for a new backup controller. The affected controller will be returned for evaluation. A review of the log file revealed a controller fault alarm on (B)(6) 2022 at 0308. Motor function was not affected by this event. The log file indicated that the left ventricle assist device (lvad) maintained its set speed of 9600 rpms until the driveline was disconnected on (B)(6) 2022 at 0321.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a controller fault was able to be confirmed via review of the log files. The heartmate ii system controller serial number: (B)(6) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 19 days (B)(6) 2021 ¿ (B)(6) 2022 per timestamp). Yellow wrench and replace controller alarms coincident with backup battery test circuit faults were active on (B)(6) 2022 from 03:08:39 ¿ 03:22:08. The driveline as disconnected at 03:21:15 and the controller was shut off at 03:22:08. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The controller underwent preliminary and functional testing as passed. The controller was connected to a mock loop and was able to function as intended. The root cause of the reported event was unable to be conclusively determined though this investigation. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including yellow wrench power alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller serial number: (B)(6) and were found to pass all manufacturing and qa specifications before being shipped to the customer on 01may2017. No further information was provided. The manufacturer is closing the file on this event.